Event description:
Customer reports lancet did not retract into multiclix device after firing, protruding from device cap. No adverse event reported. A requested was made for return of the product, replacement was sent.